Event description:
It was reported that the pt had a dislodged catheter that was confirmed through fluoroscopy without the use of dye to find the proximal catheter. The catheter was replaced and the pump remained implanted; the pt was reported as "doing great." The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).